Manufacturer narrative:
Correction: minimal paravalvular leak did not occur with this device.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with severe symptomatic aortic stenosis and end stage renal failure who underwent successful implant of a medtronic 29-mm corevalve (serial number not provided). Twenty two months post-implant, the valve was found to be severely stenotic and under-deployed with extensive calcification. The valve was surgically explanted and successfully replaced by a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information from the physician/author stated that the medical device did not cause or contribute to the observed event. In addition, a review of medtronic's global complaint handling database with the provided serial number found no previously submitted medical device report (MDR).

Event description:
Additional information from the physician/author provided the serial number ((B)(4)), and also stated that the valve did not play any part in the observed event.

Manufacturer narrative:
Citation: nair rk et al. Early core valve stenosis due to extensive calcification in a patient with dialysis-dependent chronic renal failure. Journal of the american college of cardiology. 2014 volume 63 issue: 12 pages: s209-s210. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-old male patient with severe symptomatic aortic stenosis and end stage renal failure who underwent implant of a medtronic 29-mm corevalve (serial number not provided). Periprocedurally, following deployment of the valve aortography showed acceptable valve position and transesophageal echocardiogram (tee) showed minimal paravalvular leak. Twenty two months post-implant the valve was found to be severely stenotic and under-deployed with extensive calcification. The valve was surgically explanted and successfully replaced by a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.